Manufacturer narrative:
Unit alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify motion sensor test failure alarm and software error alarm due to motor error alarms. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call of receiving a software error alarm while troubleshooting for a motion sensor test failure alarm. Customer's blood glucose was 147 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.